Event description:
It was reported that during a laparoscopic low anterior resection procedure, in the first device, it had a difficulty in the firing and the trigger was too hard to grasp. In the second device, the clip did not come out properly. Then the clip was not deployed on the blood vessel completely. A different device was used to complete the case. There were no adverse consequences to the patient. After that, when the doctor grasped the trigger of the first device again, the trigger was too very hard to grasp.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device a): device fired through lockout. (Device b): results: (orange indicator); conclusions: additional information was requested and the following response was received: which firing of the device did this event occur on? First device: on the 1st firing. Second device: on the 3rd firing. What vessel or structure was the device fired on at the time of the event? First device: nothing. As the doctor felt difficulty on the feeding the clip, the device clamped no tissue. Second device: on the blood vessel. Was the clip fully advanced into the jaws prior to firing? First device: no information. Second device: the doctor did not check whether the clip was fed properly or not. In the wake of this complaint, our sales rep informed the doctor that please check the clip fed properly. Was there any torquing or twisting of the device present at the time of firing? First device: no. Second device: no. Was any unexpected resistance felt while firing the trigger? First device: the trigger was too hard to grasp. Second device: no. Were any unexpected noises heard? If so, when? First device: no. Second device: no. Did anything unexpected happen prior to this incident? First device: no. Second device: no. Was the device fired after this incident in or out of the patient? First device: yes. After the operation the device was fired and also the trigger was hard to grasp. And then the device was fired more, there were no difficulty on the firing. Second device: no information. Device a was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument not firing being an activation of the lock out mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Device b was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at the 12th firing sequence; thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.